Event description:
It was reported that during device preparation and prior to use in the anatomy the nc trek balloon protective sheath met resistance during removal and could not be removed. There was no patient involvement. The device was not used. A second nc trek was being prepared and excessive force was needed to remove the protective sheath. It was noted that the inner member was stretched and the device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to remove the protective sheath could not be replicated because the sheath was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.